Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, immediately after the hemopro was plugged in, the jaws glowed red and started to burn. A replacement device was used with the same power supply and cable and the same issue occurred. They opened the leg to harvest the vein. The hospital did not report any patient effects. The hospital will reportedly not be returning the products in question. Refer to MFR report # 2242352-2013-00738 for related report.